Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer stated that the insulin pump may have been bumped or dropped. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.